Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a mildly tortuous and heavily calcified lesion in the obtuse marginal. The 2.0x12 rx traveler balloon dilatation catheter (bdc) was used to pre-dilate the lesion; however, during the first inflation at 10 atmospheres (atm), the balloon pressure decreased. The bdc was removed from the anatomy and a balloon rupture was confirmed. The procedure was continued using a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.